Event description:
Info received indicates the head section cannot be lowered.

Manufacturer narrative:
The tech isolated the issue to the head cylinder. He replaced the head cylinder and the release lever bracket to repair the stretcher.